Event description:
Suture breakage. Customer reports that suture broke during cataract surgery which caused the surgical time to be extended.

Manufacturer narrative:
Samples of the returned product were tested for straight pull tensile strength and the results obtained were above ethicon requirements which always meet or exceed the usp requirements. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Co's results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem.